Manufacturer narrative:
(B)(4). Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. The delivery device was returned outside the loading device. The slide lock was engaged. The plunger was not depressed on the delivery device. The seal and tension spring was returned inside the delivery device. Seal and tension spring was removed from the delivery device. Seal was inspected under microscopy and showed no signs of cracks. The following measurements were taken; the inner delivery tube diameter was measured as .198 in. The outer diameter was measured at .219 in. The length of the delivery tube was measured at 2.50 in. No visual defects were observed. The values that were recorded were within tolerance specifications. Based on the return condition of the device, the reported complaint "bent tube" was not confirmed but was confirmed for the analyzed failure "fitting problem."

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system device was bent inside the firing handle. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Per phone (B)(6) 2017 acct mgr (B)(4)- date of event is unknown.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system device was bent inside the firing handle. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Per phone may 24, 2017 acct mgr (B)(4) - date of event is unknown

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system device was bent inside the firing handle. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Per phone (B)(6) 2017 acct mgr (B)(6) - date of event is unknown.